Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the blood glucose level have been low and she bottoms out. The blood glucose reading is 93 mg/dl. Customer stated that she may have hit a button to deliver extra insulin. All weekend the blood glucose levels have been low. The insulin pump is over-delivering insulin. Nothing further reported.